Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system triggered an alert for low cardiac resynchronization therapy pacing. Boston scientific technical services (ts) was consulted and confirmed this is a left bundle branch lead in the left ventricular (lv) port. Additionally, multiple false positive pacemaker mediated tachycardia (pmt) episodes were stored. The rate counts showed the patient was having heart rates in the 140-170 range which would cause loss of biv pacing. No adverse patient effects were reported. At this time, this device system remains in service.